Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The account discarded the device.

Event description:
It was reported the device disassembled prior to a surgical procedure at the user facility. The user facility reported there were no medical interventions, surgical delay, or adverse consequences.

Event description:
It was reported the device disassembled prior to a surgical procedure at the user facility. The user facility reported there were no medical interventions, surgical delay, or adverse consequences.